Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic major gastrectomy procedure, while on gastric and jejunal anastomosis, the surgeon was able to press the green button and squeeze the handle but the device did not fire. It was changed to a new staple to complete the case. There was no patient injury.